Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis found insulation degradation at 4.5 cm from the connector pin. The outer insulation was abraded at 16.4 cm - 16.8 cm from the connector pin, due to friction with another device.

Event description:
New information notes the lead was received at sjm (B)(6) 2013.

Event description:
It was reported that the patient has deceased. There is no allegation from a health care professional that suggests that the death was device related.

Event description:
The patients cause of death was sepsis and end stage heart failure.

Manufacturer narrative:
No medwatch form was received.